Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was intended to be used during an unknown procedure. It was reported during the index procedure an attempt was made to insert the reliant balloon using a wire but the balloon wire lumen could not pass through and the device could not be delivered. A replacement balloon was used and the procedure was completed successfully. As per the physician a thrombus was noted to have attached and become stuck to the wire causing the insertion difficulties. No additional clinical sequelae were reported and the patient is fine.